Event description:
Reporter says that his sister used the product and was blind for 2 weeks. Her sight is improving with treatment, but the blurriness persists. The patient used the product for the first time and within a couple of days, her eyes were swollen, she had headaches and symptoms of light sensitivity. The patient has seen a total of '3' doctors since the onset of her symptoms. It was initially assumed that she was having a reaction to her contacts and/or solution possibly an allergic origin. She was later diagnosed with a corneal infection. She's been on multiple medications and is pending a follow-up visit with her doctor today.